Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds, loss of capture due to fracture. A lead warning was noted for high impedance. The lead was reprogrammed. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.